Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws became stuck and could not be opened. No tissue was within the jaws when the issue occurred, and a new device of the same type was used to continue the procedure.

Manufacturer narrative:
(B)(4). One ls1020 was received for evaluation. Visual inspection found a staple wedged behind the seal plate, preventing the device from functioning. The reported condition was confirmed. Once the staple was removed, the jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The knife cut was tested on a silicone test strip with acceptable results. The investigation identified the root cause of the reported event to be mishandling by the user. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were found.